Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical team. It was reported that the ins was implanted on (B)(6) 2025. The patient exited the study on (B)(6) 2025 due to not meeting the eligibility criteria.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins). It was reported that the clinical diagnosis was that after the replacement of a depleted battery in a neurostimulator, a pocket infection occurred. The patient experienced pain and signs of infection as of (B)(6) 2025, including r edness, itchiness, and pain around the incision site. Laboratory testing found that they were positive for staphylococcus lugdunensis as of (B)(6) 2025 and it was a low-grade infection. The infection required in-patient or prolonged hospitalization. Antibiotics were administered, but they were not sufficient. Explantation of the neurostimulator was performed due to the pocket infection after the replacement of a depleted battery. Etiology was listed as probable for the relationship of the event to the implant procedure and not related for the relationship of the event to the device or therapy. No outcome was reported. The patient's age at consent was 68.

Manufacturer narrative:
B2 other: infection g2: the country of the event is nl. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.